Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had low sugar. Customer had high carb dinner and after tested blood glucose level it was (B)(6) mg/dl and at midnight it was(B)(6) mg/dl. It was also reported that the insulin pump was worked normal and no need of further troubleshooting. It was also reported that customer's hospitalization was not diabetes related and had a brain bleed which put them in the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized for an unknown reason on an unknown date. Customer's blood glucose level was unknown at the time of incident. Customer stated that they want the trainer to come to the hospital and take a look at the insulin pump. The insulin pump will not be returned for analysis.